Event description:
Boston scientific received information that this pacemaker had premature battery depletion due to high pacing threshold. The ventricular lead exhibited high pacing threshold. Subsequently, the patient was set to a maximum output then it was found out that the pacemaker had less than six months of battery life remaining. The pacemaker was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not available for return since it was thrown out together with the leads in the sharps box before the field representative could get them. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.